Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and another error alarm. The blood glucose reading was 14.1 mmol/l. The caller reported that the user had a high blood glucose reading of 32 mmol/l the day prior without any back-up plan and visited the hospital as a result. The user also experienced ketones. Nothing further reported.